Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The file was concluded to be a misuse of the product. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and amended as needed. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the procedure performed was a sleeve gastrectomy. The surgeon was using the power handle and the reload stopped halfway through the staple line. It did not completely fire all of the staples - some unformed staples were left in the cartridge. Some staples were left in the middle. To correct this condition, another reload was used. No other adverse events were reported.